Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. On (B)(6) 2014 the device successfully passed a weekly auto self-test. Later that day there is a manual power up of ten minutes duration with the device failing due to a low battery. At this point the pad-pak would have been installed for 56 months. On (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. On (B)(6) 2014 the device is manually powered up passing a self-test. The increase in voltage would suggest a new pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2014 and (B)(6) 2015. On (B)(6) 2015 the device passed an auto self-test and continued to perform successful weekly auto self-tests up to (B)(6) 2015. Further multiple manual power ups some of ten minutes duration were observed in the device memory between (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.